Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed - unknown. Event description - "this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep after insufflating pneumo gas, the customer noted that pneumo gas was leaking from the seal while inserting an instrument. The seal was replaced with new one, which didn't reproduce the incident. Initial investigation report by aomori olympus the event unit was returned to olympus and visually inspected. No damage and foreign material were observed with the stopcock lever. The septum was partially damaged and missing a portion. The size of the missing location of the septum is approx. 1.6mm x 2.0mm. The portion was not returned. The unit will be returned to amr for further evaluation. Admin#(B)(4)." Type of intervention - an additional trocar was used. Patient status - "no patient injury."

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from distributor on 19jun2017: the fragment that particulated from the septum "wasn't removed from patient since the customer was unaware of the fragment. However, an intraperitoneal irrigation was performed at the case, and the patient status is ok."